Manufacturer narrative:
Additional information was received that prior to the implant of a transcatheter bioprosthetic valve, hypotension occurred due to a rupture and extravasation of the external iliac artery. Blood products and fluids were administered, and hemodynamics were stabilized. The valve was implanted and was functioning as intended. However, after implant, hypotension occurred again the patient expired. Per the physician, the valve was not the cause of death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lot number of the delivery catheter system (dcs) was received and has been added to this report. However, additional information was also received that, per the physician, the valve nor the delivery catheter system (dcs) were the cause of death. It was reported that the cause of the rupture and subsequent death was the non-medtronic introducer sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, hypotension occurred. Blood products and fluids were administered, however the patient expired.